Event description:
Information received indicates the foot hi/low function is not working due to fluid being spilled and shorting the beds logic board.

Manufacturer narrative:
The technician replaced the logic board and foot limit switch to repair the bed.